Event description:
During field service installation of the device, the service engineer reported grease was leaking from the roller pump bearing. No other details regarding the nature of the event were provided. Since the event occurred during field service installation of the device, there was no pt involvement during this event.